Event description:
It was reported "the event occurred after a central venous catheter (cvc) had been successfully placed. However, when the child arrived approximately half an hour later at the department of paediatrics, it was observed that the extension line had detatched/separated". The patient is fine and had no complications.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the event occurred after a central venous catheter (cvc) had been successfully placed. However, when the child arrived approximately half an hour later at the department of paediatrics, it was observed that the extension line had detatched/separated". The patient is fine and had no complications.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
Qn#(B)(4). The customer returned the separated hub from a s-l catheter for analysis. The catheter body was not returned. Signs of use were observed on the sample. Visual analysis revealed that the catheter body was separated at the connection to the luer hub. Microscopic examination confirmed the separation. The point of separation measured 1 1/10", from the distal end of the luer hub, which meant the entire catheter body was missing from its connection point to the hub as per catheter product drawing. The catheter body outer diameter could not be measured since it was not returned for investigation. The returned hub was cross-sectioned and manufacturing was contacted as part of this complaint investigation. It was confirmed that the extrusion (catheter body) was not fully inserted during the over-molding operation. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". It also states: "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report of a catheter body separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was separated from inside the luer hub. The hub was cross-sectioned and reported to manufacturing. It was confirmed that the extrusion (catheter body) was not fully inserted during the over-molding operation. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the event occurred after a central venous catheter (cvc) had been successfully placed. However, when the child arrived approximately half an hour later at the department of paediatrics, it was observed that the extension line had detatched/separated". The patient is fine and had no complications.